Event description:
An abbott field service engineer (fse) reported charring on the vacuum pump on architect i2000sr serial number (B)(4). The fse stated that he observed a burning odor but did not see any smoke. Signs of a dried fluid leak were observed. There was no report of observed smoke, fire or any injury sustained.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
While troubleshooting the issue, service discovered that the source of the burning odor was due to a charred/burned component on the vacuum pump which showed evidence of leaking in the tubing above the pump. Service repaired the loose fitting of the tubing to resolve the issue and replaced the pump. Trending review determined no trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. The 2023 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The charring/burn odor observed was limited to the vacuum pump. The charring/burn odor did not spread to other parts of the module. Based on the investigation, no deficiency was identified.